Event description:
During follow-up, high pacing impedance was observed on the non-abbott right ventricular (rv) lead. During revision, rv lead impedance was measured with a pacing system analyzer (psa) and was found to be in range. The device was explanted and replaced in order to resolve the event and the rv lead remained implanted. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
The laboratory analysis did not identify any anomalies with the device that would have resulted in the reported high lead impedance. Analysis of the device image (entire memory contents) indicated that the monthly battery voltage and current trends were normal. Temperature cycle and vibration testing were performed and indicated that device exhibited normal device characteristics. Lead impedance measurements were tested with various loads and with field settings; all results were normal. Analysis of the device header and connections did not show any anomalies that would cause the reported events.